Event description:
Merge cardio provides capabilities for the diagnostic review of images, measurement capabilities, launching and integrating with other vendors, and clinical reporting. On march 13, 2025, merge healthcare received a complaint from a customer alleging that the merge cardio image viewer measurement tools on the workstation generated an erroneous value when analyzing a doppler ultrasound image. The user reported that the measurement scale for the image displayed on the merge cardio image viewer application appeared to be incorrect. There has been no report of patient harm as a result of this issue.

Manufacturer narrative:
Merge healthcare is investigating the reported issue. A supplemental report will be filed when additional information becomes available.

Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The health hazard evaluation concluded that the risk to health is low and should the event recur, it is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in the supplemental report includes the following: g6- indication that this is follow-up report 001. H2- indication of additional information. H6 - evaluation codes: investigation conclusions (d): remove 11, added 58.

Event description:
Merge cardio provides capabilities for the diagnostic review of images, measurement capabilities, launching and integrating with other vendors, and clinical reporting. On march 13, 2025, merge healthcare received a complaint from a customer alleging that the merge cardio image viewer measurement tools on the workstation generated an erroneous value when analyzing a doppler ultrasound image. The user reported that the measurement scale for the image displayed on the merge cardio image viewer application appeared to be incorrect. There has been no report of patient harm as a result of this issue.